Event description:
Graft was implatned in a pt with a history of debakey iii for a aortic arch dissecting aneyrysm. Preoperative pt and ptt were normal. The procedure involved deep hypthermia, cardiac arrest and retrograde cerebral transfusion. Or time was 520 minutes, clamp time was 26 minutes. When the graft was declamped,it oozed blood for approx 100 minutes. The total blood loss was reported as 1424g, but the actual quantity lost through the graft is unknown. Hemostasis was achieved mainly with protamine and fresh-frozen platelets. The graft was left in the pt. The pt is reported to be doing well.